Event description:
Pump #1 was reported to not deliver an unknown medication during use on a pt. The pump was on and all lines were reported to be open. The volume to be infused was counting but the IV fluid was not infusing and no alarms sounded. No additional clinical information was able to be obtained. No pt injury was reported.